Event description:
It was reported that a declot procedure was being performed on a (B)(6) male pt in the access center. The doctor was using a .025 wire in a straight forearm graft without much force and no tight curves in the graft. During the procedure, the orange cannula detached completely and went off the end of the basket and remained on the wire. The physician realized this when he pulled the device through the sheath. As a result, a second kit was opened to complete the procedure. There was no delay in treatment, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.